Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and got the system repaired and passed all related checks. The fse replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered multiple faults on the universal surgical manipulator 4 (usm4). The customer disabled the usm4 to continue the training. There was no report of patient involvement.